Event description:
The pt's father reported that in 2009, at 12:50 pm, the infusion device displayed e2 (battery depleted) error without first displaying an a2 (battery low) alert. The pt's blood glucose was elevated to 270 mg/dl and he changed the battery and bolused 5.6 units of insulin. At 5:25 pm, his blood glucose measured 380 mg/dl and he changed the accessories. The pt's normal blood glucose value is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.